Event description:
A 7-year-old, female, 200 lbs was cannulated with a 24 fr crescent jugular dual lumen catheter. Cannulating physician assumed it was a right atrial catheter set and so the catheter was inserted into the right atrium. Two days after ECMO initiation, the patient became hemodynamically unstable, and pericardial effusion occurred. Perforation of the right atrium was found and surgically repaired on (B)(6) 2022 . Catheter was repositioned to the proper placement for the bicaval type catheter in the ivc using fluoroscopy and the ECMO procedure resumed with no further issues. Customer also reported a difficult insertion with more bleeding than expected.

Manufacturer narrative:
It was described to mc3 that the crescent 24 fr was not properly placed with the catheter tip in the ivc, rather it was initially located in the ra. This inaccurate placement is cause of right atrial injury that was repaired and cannula position was adjusted. To the proper location. The physician had difficulty with the use of the introducer during the insertion procedure. A device problem could not be confirmed. The device was not returned as it was discarded by the hospital. Additional training is recommended.